Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. It was stated that the battery was out the insulin pump for less than ten minutes. The customer inserted the new battery after an hour, but the alarm reoccurred. The insulin pump will be replaced. The customer was advised to return the insulin pump for analysis.